Event description:
It was reported in an article that during initial vns placement, an intraoperative system diagnositic test resulted in ventricular asystole that lasted 12s. Stimulation was quickly terminated, and the vns device was removed. Postoperative cardiac monitoring was normal. Medical records of the patient revealed no prior cardiac disease. Good faith attempts to obtain additional info have been unsuccessful to date.